Event description:
The customer reported the ventilator went vent inop while in use on a patient and alarmed. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed the reported problem. The service technician replaced the exhalation flow sensor to correct the problem. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.